Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe and persistent pain") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's past medical history included gravida ii and parity 2 ((B)(6) 2008, (B)(6) 2012). Previously administered products included for an unreported indication: (B)(6) from (B)(6) 2010 to 2012. Concurrent conditions included supraventricular tachycardia since 1994 and syncope since (B)(6) 2016. Concomitant products included meclozine (meclizine) and metoprolol. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced loss of libido ("hormonal changes (loss of libido)") and vulvovaginal pain ("severe and persistent vaginal pain"). In (B)(6) 2016, the patient experienced depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods") and scoliosis ("scoliosis") with back pain. The patient was treated with sertraline (zoloft), surgery (hysterectomy) and physical therapy. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, dysmenorrhoea and scoliosis outcome was unknown, the loss of libido had not resolved and the vulvovaginal pain had resolved. The reporter considered depression, dysmenorrhoea, loss of libido, menorrhagia, pelvic pain, scoliosis, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: information from pfs. New reporters added. Patient¿s demographics added. Historical and concomitant conditions and drugs added. Event injury replaced by more specific events. New events added: abnormal bleeding (vaginal/menorrhagia), hormonal changes (loss of libido), pain/ severe and persistent pain, depression, severe and persistent vaginal pain, severe and persistent back pain, painful periods, did you undergo an essure confirmation test: no. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe and persistent pain") in a 21-year-old female patient who had essure (batch no. 959210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included gravida ii and parity 2 ((B)(6)2008, (B)(6)2012). Previously administered products included for an unreported indication: mirena from october 2010 to 2012. Concurrent conditions included supraventricular tachycardia since 1994 and syncope since september 2016. Family history included cancer (ca in mother- mother held hysterectomy done). Concomitant products included meclozine (meclizine) and metoprolol. In (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"). In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("hormonal changes (loss of libido)") and vulvovaginal pain ("severe and persistent vaginal pain"). In (B)(6)2016, the patient experienced depression ("depression"). On an unknown date, the patient experienced dysmenorrhoea ("painful periods") and scoliosis ("scoliosis") with back pain. The patient was treated with sertraline hydrochloride (zoloft) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, depression, dysmenorrhoea and scoliosis outcome was unknown, the vaginal haemorrhage, menorrhagia and vulvovaginal pain had resolved and the loss of libido had not resolved. The reporter considered depression, dysmenorrhoea, loss of libido, menorrhagia, pelvic pain, scoliosis, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: three coils were noted to be within the uterine cavity after successful deployment. Insertion date reported as (B)(6)2012 and (B)(6)2012 concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain, back pain, decreased libido. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe and persistent pain") in a 21-year-old female patient who had essure (batch no. 959210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included gravida ii and parity 2 (B)(6) 2008, (B)(6) 2012). Previously administered products included for an unreported indication: mirena from (B)(6) 2010 to 2012. Concurrent conditions included supraventricular tachycardia since 1994 and syncope since (B)(6) 2016. Family history included cancer (ca in mother- mother held hysterectomy done). Concomitant products included meclozine (meclizine) and metoprolol. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("hormonal changes (loss of libido)") and vulvovaginal pain ("severe and persistent vaginal pain"). In (B)(6) 2016, the patient experienced depression ("depression"). On an unknown date, the patient experienced dysmenorrhoea ("painful periods") and scoliosis ("scoliosis") with back pain. The patient was treated with sertraline hydrochloride (zoloft) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, depression, dysmenorrhoea and scoliosis outcome was unknown, the vaginal haemorrhage, menorrhagia and vulvovaginal pain had resolved and the loss of libido had not resolved. The reporter considered depression, dysmenorrhoea, loss of libido, menorrhagia, pelvic pain, scoliosis, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: three coils were noted to be within the uterine cavity after successful deployment. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain, back pain, decreased libido. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received. Reporter and patient demographics were added. Lot number added. Events abnormal bleeding (vaginal/menorrhagia), abnormal bleeding (vaginal/menorrhagia) outcome updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.